Event description:
The manufacturer received information alleging a trilogy evo was alarming for a ventilator inoperative alarm condition and the audible alarm sound was unusual. There was no harm or injury reported. The device was returned to the manufacturer's service center and the customer's complaint was confirmed. A ventilator inoperative alarm condition indicating a communication failure between the system board and display board was observed. The system board and display board need to be replaced. No repairs were made due to awaiting component delivery. The unusual buzzer audible alarm sound issue was caused by the therapy buzzer activating instead of the speaker and this alarm has a different audible sound. No malfunction of the speaker/buzzer was noted. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The reported failure of a ventilator inoperative indicating a communication failure between the system board and display board is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.